Event description:
Customer reported paramedics treated for low blood glucose readings. Customer is having problems with sensor cal error and sensor error. The blood glucose reading is 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-99960.